Manufacturer narrative:
H11: additional manufacturer narrative: updated sections: b4, g3, g6, h2, h6 (investigation findings, and investigation conclusions). Engineering evaluation summary: per (B)(4), stenosis is a common manifestation of bioprosthetic valve and valved conduit dysfunction and has many potential root causes, including structural valve deterioration (svd), non-structural valve dysfunction (nsvd), endocarditis and/or thrombosis. Bioprosthetic device stenosis is typically related to patient and/or procedural factors and is not typically an indication of a device malfunction related to a manufacturing deficiency. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. A definitive root cause is unable to be determined, however, patient factors likely caused or contributed.

Manufacturer narrative:
H11: additional manufacturer narrative: updated sections: b4, b5, g3, g6, h2, h6 (type of investigation). The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. H11: corrective data: based on the additional information obtained, the following fields: component code, clinical code and device code are updated accordingly.

Event description:
It was reported and learned through implant patient registry that a patient with a 25mm 7300tfx mitral valve in mitral position underwent a valve-in-valve procedure after an implant duration of 8 years, 3 months due to mitral stenosis and regurgitation. The patient presented with nyha class iii heart failure. Tmvr was performed with a 26mm 9755rsl transcatheter valve and patient was taken to recovery post procedure.

Manufacturer narrative:
H11: additional manufacturer narrative: the subject device is not available for evaluation, as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was learned through implant patient registry that a patient with a 25mm 7300tfx mitral valve in mitral position underwent a valve-in-valve procedure after an implant duration of 8 years, 3 months due to unknown reason. The tmvr was performed with a 26mm 9755rsl transcatheter valve. The patient was taken to recovery post procedure. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device.